Event description:
The clinician reported that two weeks after the dental implant was placed non-osseointegration was observed. No product was returned for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two weeks after the dental implant was placed non-osseointegration was observed. No product was returned for investigation. There were no reported patient injuries or complications.